Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a5dr01, ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient lost consciousness twice due to the right ventricular lead having intermittent loss of capture with high threshold. The pacing impedance had also decreased and was low. The output was increased to resolve the pacing failure and the lead was subsequently capped and replaced with a previously-implanted back-up lead. No further patient complications have been reported as a result of this event.